Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) at l3 due to osteoporosis, vertebral compression fracture due to shoveling snow. During the procedure, the ibt(inflatable bone tamp) burst. The ibt was used to initially reduce the fracture. Then was left inflated during cement injection on the contralateral side and was only left inflated for first 5 minutes. The balloon was not reduced by 1cc prior to injecting cement on the contralateral side and the balloon was still intact. The physician deflated the balloon and then used it again to create an eggshell on the inferior endplate. It was after the balloon was inflated that it burst. The product came in contact with the patient. The patient was not allergic to contrast media. The procedure was completed with the product. No patient complications were reported as a result of the event. .